Manufacturer narrative:
A cracked case at a display window corner was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a missing end cap sticker.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that there was a small crack in the lower left corner of the screen and a bit of moisture was visible under the screen of the insulin pump. Customer's current blood glucose reading is 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.